Event description:
The infection continued and the patient had the entire system surgically removed on (B)(6) 2020 to resolve the issue.

Event description:
The patient was implanted in (B)(6) 2020. During an activation office visit, the physician found during a physical assessment, 2 of the 3 incisions were infected. The patient was prescribed a 6 week round of antibiotics.